Event description:
It was reported that during a lung resection procedure, only half of the staples were shaped properly. Used another like device to complete the procedure. There was no patient consequence.